Event description:
Event did not reach/affect patient. During scheduled central line change, primed tpn [total parenteral nutrition] line and filter were being attached to vertical distal port of manifold. As filter was being connected to port cap, cap casing broke off of manifold. No undue pressure or unusual twisting had been applied out of normal procedure at this time. Manifold and lines replaced with new set, replacement manifold functioning correctly. Broken manifold and pieces placed in bag and retained for leadership as this is not first defect found recently with this product.